Event description:
It was reported that during delivery of the coil in an evar procedure, the coil unintentionally detached. The coil was removed from the patient using a snare device. The procedure was continued with a different coil, and the procedure was completed successfully. There was no reported health damage to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user facility and not available for return to the manufacturer for analysis; therefore, a product analysis could not be conducted, and the reported issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.